Event description:
It is reported that the circulator opened outer paper/foil pouch of cement powder, assuming the inner pouch was sterile, and dropped it onto sterile field. The scrub tech then moved the "unsterile" pouch to a different part of the sterile table. It was not recognized until it was time to mix cement that the sterile inner pack was not removed from the non sterile outer pack. The surgical field was broken down and all new sterile instruments were opened.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. This report will be amended when our investigation is complete.